Event description:
Left filshie clip has migrated to left upper flank side by ribs. First surgery to remove, they could not find the migrated clip, will need a second surgery to remove migrated clip. Also, ptls, severe ovulation pains, autoimmune issue now; adenomyosis. Rapid heart rate and palpitations; pelvic adhesions, achy joints and bones, gi issues, dizziness, light headed. All these came after I got filshie clips in place.